Manufacturer narrative:
Results of investigation: vyaire medical tried to replicate the unit failure but it was no longer reproducible therefore, no root cause has been established.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and was not able to duplicate the reported issue. Downloaded trend and data logs for further evaluation. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us giving alarm 274 (flow measured proximal is greater than the flow delivered) during patient use. The customer confirmed that the patient was transferred to other ventilator but no patient harm or injury associated with this event.